Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying signal loss for on the 4th floor in the south tower. About 4 rooms experience this signal loss at one time, never in the same general area. No harm or injury was reported.

Event description:
The customer reported that their central nurse's station (cns) is displaying signal loss for on the 4th floor in the south tower. About 4 rooms experience this signal loss at one time, never in the same general area. No harm or injury was reported.